Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient was admitted for a heart failure and underwent cardiac catheterization with placement of a swan-ganz catheter for hemodynamic monitoring. During the hospitalization, the patient developed fever and tachycardia. Blood cultures were obtained and were positive for methicillin-resistant staphylococcus aureus (mrsa). The infection was determined to be unrelated to the procedure, the biventricular implantable cardioverter-defibrillator (biv ICD), or its associated leads. However, echocardiogram (echo) revealed vegetation on the right atrial (ra) lead. Consequently, the implantable cardioverter-defibrillator (ICD) system, including the ra, right ventricular (rv), and left ventricular (lv) leads, was explanted. The patient was stable throughout.